Event description:
The complainant has reported that on 24 may 2005, the pt (age and gender unk) underwent a therapeutic placement of an ultraflex esophageal stent for treatment of a 5cm stenosis lesion. The pt was stable after the procedure. Almost 7 weeks later the pt presented at the hosp with fever and inflammation of the lungs. X-ray evaluation revealed on esophageal/tracheal fistula and that the cover of the stent was noted to be damaged. Sixteen days later the pt underwent a stent in stent placement for treatment. The clinician reports that the additional stent failed to epithelialize. The pt underwent a stent in placement for treatment. The clinician reports that the additional stent failed to epithelialize. The pt continued to present with a bad cough fever one week post secondary stent implantation. It is unk if the issues reported are related to the pt's disease process and/or product malfunction.